Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 23-jan-2026, it was reported by an arthrex subsidiary employee via email that the tip of a swivelock anchor was crushed when self-punching the anchor in, and it could not be reloaded onto the inserter. The case was completed using another swivelock. No significant surgical delay was reported, and nothing remains in the patient. No additional anesthesia was administered. No adverse patient effects were reported during or following the procedure due to this issue. This was discovered during a procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.